Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and muscle stimulation. A lead revision was attempted but the helix would not retract to allow the lead to reposition. Multiple attempt were made but the lead was solidly intact at tip when tension was applied to lead with no movement. This rv lead was surgically abandoned due to patient age and possibility of perforation. No additional adverse patient effects were reported.